Event description:
Infutronix received a complaint from a user facility representative who reported an "administration set came apart from the cassette". Operator of device is unknown. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.